Event description:
It was reported that an avéli patient had significantly more swelling/bruising on her left side compared to her right side immediately after the avéli procedure. At two weeks post procedure the patient reported ongoing swelling and bruising and that her thighs were very painful, hot and burning. The patient reported a "large deformity" on her left thigh. Patient reported that her right thigh had an area that was red and inflamed. The symptoms were diagnosed by the physician to be a likely infected seroma. Patient was advised to wear compression garments and was prescribed antibiotics. It was reported that the area resolved.